Manufacturer narrative:
This report has been identified as b. Braun melsungen ag internal report (B)(4). The device has been investigated in our service department at b. Braun brazil: according to the equipment's history, the infusion was carried out exactly as scheduled. The user stopped and restarted the infusion more than once and the equipment informed that the volume had already been infused and the user continued the infusion normally. The technical complaint has not been confirmed". The complaint is not confirmed. At 09:25:00, no programming was carried out. At 10:03:34, the volume of 386ml was programmed to infuse at a flow rate of 386ml/h, with a total infusion time of 01 hour. At 10:07:31, the infusion was started, however, at 10:12:44, the user stopped the infusion, and the equipment informed that a total of 33.51ml had been infused. The infusion was only restarted by the user at 10:25:17, then at 11:13:03 the user stopped the infusion again, the equipment informed that a total of 340.87ml had been infused. The infusion was restarted by the user, again at 11:18:59; the equipment presented the usual alarms that the infusion was coming to an end and then the infusion ended at 11:26:23, the equipment informed that a total of 386.01ml had been infused. We simulated an infusion, using the same flow and volume used by the user, and the infusion was performed normally, without any type of blockage that could impede the flow of medication".

Manufacturer narrative:
This report has been identified as b. Braun melsungen ag internal report (B)(4). The complaint is under evaluation. A follow-up report will be provided after the examination results are available. Note: this report is being filed for an item number that is not sold in the united states, however similar items are sold in the united states by b. Braun medical, inc.

Event description:
As reported by the user facility information by bbm sales organization in (B)(6) "underinfusion" customer reports that there was no infusion of the drug. Start at 9:25 am, finish at 10:25 am.